Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the charger was unable to locate the pt's ipg. Addition of space and pressing down on the antenna were unable to resolve the issue. New charging system and spacer kit were set to the pt. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.